Event description:
Reportedly, the hospital experienced an ac power loss and ventilator suddenly turned off without any backup power form the internal battery. It was also reported that there was no battery low alarm heard and no device alert prior to shut down. A neonate pt was ambu bagged and then switched to another ventilator. No serious pt injury was reported. The internal battery was replaced by distributor service engineer at site without further issues.

Manufacturer narrative:
Neonate